Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this event and completed the failure analysis (fa) testing. The instrument did not pass the self-test during the initialization process at the site during the procedure. Review of error logs confirmed several homing failures (error 22026) during initialization using system (B)(4) on (B)(6) 2022, indicating that the instrument would not work. Upon failure analysis, the instrument was found with no dislodged blade at the garage track. The blade was manually brought out and no damage was found to the knife cable and blade. There was slight bio debris found at the instrument tip. The electrical continuity test passed. The instrument was placed and driven on an in-house system. The instrument passed the initialization tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly and the cut test passed. An energy activation test was then conducted on the system. A wet paper towel was held between the grips and smoke appeared when the energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. No errors occurred during in-house testing. No image or procedure video was provided for review. A log review was performed and the following information was confirmed. A transthoracic chest anastomosis esophagectomy was performed on (B)(6) 2022 on system (B)(4) using the reported instrument. This complaint is considered a reportable event due to the following conclusion: it was reported that the vessel sealer extend became unusable and exhibited non-intuitive motion, although this could not be replicated through failure analysis testing. No further information was provided at this time. Poor instrument control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted surgical procedure, the vessel sealer extend became unusable, exhibiting non-intuitive motion. The procedure was continuing as planned using a backup vessel sealer extend with no reported injury. Follow up to request additional information related to the event has been performed. As of the date of this report, no further information has been obtained.